Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 100 ml/hr small volume intermate had a black particulate matter on the tubing filter. This was identified prior to use. The unit was injected with 0.9% sodium chloride injection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between: september 4, 2018 to september 6, 2018. The device was received for evaluation. A visual inspection on the sample via the naked eye noted a black particle approximately 0.08 square mm in size. The black particle was located under the filter and embedded/attached on the stress member and not sitting in the filter area that is directly in the fluid outflow opening of the stress member. An ftir spectroscopy test was attempted, but the black particle was insufficient to produce visible signals on the ftir spectra. Therefore, the identification of the black particle could not be determined. The reported problem was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.